Event description:
It was reported that the patient reported in clinic for follow-up. Upon review, the patient's implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. The device was reprogrammed. The patient was stable.